Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2014, the reporter stated that following removal of the cannula it was apparent tha the cannula was not complete, only half a cm of the tubing remained intact and approximately 4cm was missing. An ultrasound was performed and revealed the missing section in the removal site. Additional information received via email on (B)(6) 2014, the reporter stated that the remaining cannula was removed by ultrasound and no further action or medication was required.